Event description:
Device 2 of 4. Reference MFR reports #: 1627487-2013-19527, 1627487-2013-19529, 1627487-2013-19530. It was reported the pt had a fever and migraine. The physician reported the incisions look fine there is no sign of infection. However, the physician suspects the pt has an infection and has scheduled the pt for explant surgery.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.